Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification, fold creases, and a curved opening on anterior. A microscopic analysis was performed which identified: three striated openings on anterior and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is: - three striated openings on anterior assessed as surgical damage consist in the use of some surgical tool. - nick striated on anterior assessed as surgical tool scratch like. - creases are observed but have no relationship with manufacturing.

Event description:
Device evaluation complete.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: left side capsular contracture baker grade iii.

Event description:
Healthcare professional reported left side "capsular contracture baker grade iii". Device has been explanted.